Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - b3, d10, h6 (investigation findings).

Manufacturer narrative:
Due to character limitation of e1(event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) had blood inside the device due to balloon rupture. No harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3,g6, h2, h3, h6 (type of investigation, investigation finding, conclusion), h11. A getinge field service engineer (fse) evaluated the unit and checked to make sure no blood was being drawn into the device. The fse could not confirm the reported. All functional and safety checks to meet factory specifications performed and passed.

Event description:
N/a.